Event description:
It was reported that during an unknown procedure, the device stopped working. Another device was used to complete the case. There were no consequence to the patient.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and no error code was noted. However, the instrument does no longer meet the specification for continuity. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.